Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that alerts for atrial fibrillation were received but determined to be t wave oversensing on the implantable cardiac monitor. Programming changes were recommended and to be completed at a later visit in clinic. The physician had no concerns. The patient was doing well.